Manufacturer narrative:
All available information was investigated, and the returned device analysis could not replicate the reported difficult positioning and failure to grasp the leaflets as these are likely an outcome of procedural circumstance. The reported difficult gripper actuation was confirmed due to an observed gripper line break. Moreover, the clip introducer was noted to be damaged during testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported difficult positioning and failure to grasp the leaflets are due to operational context/procedural circumstance. The reported difficult gripper actuation which resulted in the observed gripper line break is a cascading effect of difficult positioning. The observed damaged material was due to post procedural handing/manipulation of the device and is due to procedural circumstance/operational context. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. It was noted a flail was present. The clip was inserted, and grasping was performed. However, after multiple grasping attempts, it was observed the posterior gripper became caught on the leaflet, causing an inability to raise the gripper. Troubleshooting was performed and gripper was successfully detached from the leaflet. However, due to the gripper actuation issue, the physician decided to remove the clip and replace it. Two clips were then deployed on the mitral valve, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.